Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, when the device was being applied to close the vaginal cuff, after two suture passes and on the third pass, the suture needle broke in half (one half still attached to the jaw of cartridge and the other half in thick vaginal cuff tissue). The half of the needle stuck in the tissue was not visible. X-ray was brought in to identify the stuck half of the needle. Once identified, the needle was retrieved by cutting a small piece of tissue where the broken needle was lodged and pulled out of the abdominal cavity by a surgical grasper. The procedure was completed with a new suture cartridge.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device as well as a photo of the same device. The photo showed the needle being held in a specimen jar. The visual inspection of the returned product noted no sutures and one needle. The needle was received broken in half. As no sealed samples were returned, a bend moment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.